Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with downstream occlusion alarms was confirmed by service in the pump's event history by baxter (B)(4). Downstream occlusion pressure tests were performed and found the pump to be operating within specifications. Therefore, no repair was necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. This involved an unremediated infusion pump with user interface module master software version 8.11.00.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the pump alarms downstream occlusion. No patient injury or medical intervention has been reported related to this device. No additional information is available. The software version is currently not known.

Manufacturer narrative:
The device is reported to be available for evaluation, but has not been received. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).